Event description:
On (B)(6) 2013, the reporter stated that her son developed very large blisters on his finger tips within 24 hours of using the swabs for cleansing before his finger sticks. The consumer experienced large and painful blisters. The consumer went to the doctor and the blisters were lanced. Antibiotics were prescribed and the consumer was treated for a (B)(6) infection. On an unknown date, after they stopped using the swabs the blisters resolved.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.